Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The user facility reported an impella cp was placed to support a patient admitted in with cardiogenic shock and other underlying cardiac and systemic comorbidities. The pump was supporting when there was limb ischemia. The ischemia was diagnosed on day four of support. The patient had been transferred on support to a tertiary center but the pump was not escalated at the tertiary center. The pump was explanted and the patient placed on extracorporeal membrane oxygenation.